Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the external iliac artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at nominal pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.